Event description:
It was reported by the sales rep that during a hand assisted colon resection procedure, the lower gasket of the lap disc, the flexible ring separated from the upper rings of the device. At the time of the surgeon was operating with a 35ls trocar placed through the diaphram and it was thought that an instrument, possibly a harmonic shears, had damaged the lower gasket and initiated a tear. Another instrument was opened to complete the case. No pt consequence. One device discarded.